Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The target lesion was located in the very calcified left circumflex (lcx). The physician predilated the lesion with a 2.50x10mm non-bsc balloon. The physician attempted to cross the lesion with the 2.50x12mm taxus express2 drug eluting stent, but was unable to cross the lesion. The physician removed the device and noticed that the stent struts were flared. The physician completed the procedure with a 2.50x12mm non-bsc bare metal stent. There were no complications and the pt condition is reported as fine.

Manufacturer narrative:
Device analysis: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed.